Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the battery failed. It was noted that the capacitor was worn. The device was not repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powered off, following battery replacement. There was no patient involvement.